Manufacturer narrative:
No device was returned. (B)(4).

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: neu_unknown.

Event description:
Information was received from a patient who was implanted with a neurostimulator for epilepsy. It was reported that the patient fell asleep with the implantable neurological stimulator recharger (insr) antenna on their face and it burned them. The patient's skin was red and had "bubbles". The patient then put some burn cream on it and it was stated that it was fine after that. The issue occurred about a week ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.